Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. Device had broken battery tube threads, minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s spouse reported via phone call that customer experienced high blood glucose of 469 mg/dl and insulin pump was not working correctly. Customer¿s current blood glucose was 348 mg/dl. Customer stated that insulin pump had crack at battery compartment and customer was not wearing insulin pump at time of incident. Customer was hospitalized but not due to insulin pump therapy. Insulin pump will be returned for analysis.